Event description:
It was reported the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to fit a lead as the connector port was found loose. The pacemaker was removed and replaced on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the setscrew could not be tightened to secure the lead was confirmed. Analysis revealed the user of the torque wrench was not correctly inserting it to go into the setscrew inset which the user then used a tool too large to insert into the inset. The top of the setscrew was stripped as the user used a tool too large to go into the setscrew inset to engage it. As a result, the setscrew could not be tightened. Testing confirmed an abbott torque wrench fits and tightens the setscrew normally. The setscrew anomaly is due to the user¿s incorrect use of the torque wrench and other tools consistent with having occurred during the procedure. No other device anomalies were found